Event description:
During product service by a service technician, a flogard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). Visual inspection was performed and found the device in good physical conditions. A battery test was performed and the device alarmed battery low. The cause of the reported issue was determined to be a damaged main battery. In order to correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.